Event description:
The customer reported during troubleshooting for a blank or frozen display screen via phone call that the customer had been hospitalized due to low blood glucose on (B)(6) 2015. The customer added that he had visited the hospital twice prior without having been admitted as well. The customer's spouse stated that the customer's blood glucose was 21 mg/dl at the time of admission, and the emergency medical service's meter read "low." The caller noted that the emergency medical services meters went as low as 10 mg/dl. The customer had experienced severe diarrhea for several weeks leading up to the incident, attributing his low blood glucose to his being ill. He also reported that he had treated with boluses for meals with the insulin pump, even though his body had not actually been retaining the carbohydrates due to illness. Customer declined troubleshooting assistance, advising that he was already consulting with an endocrinologist and gastrointestinal doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.